Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 402 analytical unit for one patient. The initial result was 1.25 coi (reactive). The first repeat result was 1.22 coi (reactive). The second repeat result on (B)(6) 2025 was 1.25 coi (reactive). The customer suspected the results to be false positives. The chemiluminescent immunoassay (clia) result from an outsourced laboratory was negative.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The calibration results were in the expected range. The investigaiton determined that a sample-specific discrepancy caused the event, and false reactive results may occur with the assay. Per product labeling, "the specificity of elecsys hiv duo in individuals at low risk for hiv or negative for hiv is 99.90% (6887/6894) with 95th percentile confidence limit of 99.79% to 99.95%. The sensitivity of elecsys hiv duo in individuals at high risk for hiv was 100% (162/162) with a 95th percentile confidence limit of 97.68 % to 100%." "Repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the assay is performing within specification.